Event description:
It was reported that the patient's device worked in the beginning but then it "tapered" off toward the end before it was replaced. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
Follow up information reported that the implantable neurostimulator (ins) was replaced due to batterydepletion. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v006652, implanted: (B)(6) 2006. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).